Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to (B)(6) 2021.

Manufacturer narrative:
H10: the sample evaluation was completed. The sample was returned with no pouch and a minicap attached to the female connector of the transfer set. Visual inspection performed with the naked eye observed the silicone tubing was separated between the occluder feet after removing the twist sleeve from the set. No additional testing was performed due to the condition of the set. The reported condition was verified. The cause of the condition was determined to be a manufacturing related issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a fluid leak from a transfer set, specified as ¿at the roller clamp with wet contamination¿. The patient was treated with unspecified prophylactic antibiotics for the event. Subsequently the patient developed peritonitis which was manifested by cloudy effluent, abdominal pain, discomfort and low-grade fever. The cause of the leak was not reported. It was reported the patient was not hospitalized for the event. It was reported that 15 days after the leak occurred, the patient has been treated with ¿various intraperitoneal antibiotics due to relapsing peritonitis¿. Currently, the patient is receiving antibiotic treatment four times a day for 21 days. At the time of this report, the patient outcome was not reported and pd therapy was ongoing. No additional information is available.